Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 12-jun-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 12-jun-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 12-jun-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 12-jun-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 12-jun-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 12-jun-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller and batteries exhibited poor mechanical connections at the controller power ports. The controller exhibited alarms and indicated that power sources were missing despite having batteries connected. It was also reported that the battery charge capacity indicators were a red color instead of the usual green. Review of log file data revealed two unexpected losses of power to the controller. The controller was exchanged without issue and the batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) and six (6) batteries (bat(B)(6), bat(B)(6), bat(B)(6), bat(B)(6), bat(B)(6), bat(B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that device passed functional testing. Power sources were able to properly connect to the controller and charge capacity was displayed as expected. Visual inspection revealed contamination within both power ports. Supplemental testing revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Additionally, supplemental testing also revealed contamination within the power port pins. No damage to the controller receptacles' springs was observed. Failure analysis of the returned batteries revealed that all of the batteries passed visual inspection and functional testing. The battery connectors performed proper mating and locking actions to both power ports of a test controller, and, when the batteries were connected to the test controller, the controller recognized them with no anomalies observed. Visual evidence provided by the site did not provide sufficient evidence to confirm any anomalies. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several momentary disconnections involving bat(B)(6), bat(B)(6), bat(B)(6), bat(B)(6), bat(B)(6), and bat(B)(6) within the analyzed period. Momentary disconnections will result in an audible tone or beep, which may correspond with the reported alarms. Review of the controller log files associated with (B)(6) also revealed two (2) controller power-up events logged on (B)(6) 2024 at 20:31:18 and on (B)(6) 2024 at 08:23:29. The data point prior to the first loss of power revealed that bat(B)(6) was connected to power port one (1) with 98% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the first loss of power revealed that bat(B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The data point prior to the second loss of power revealed that bat(B)(6) was connected to power port one (1) with 97% rsoc and bat(B)(6) was connected to power port two (2) with 68% rsoc. The data point after the second loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). Multiple momentary disconnections were recorded leading up to the second loss of power. The controller was without power for 8 seconds and 15 seconds, respectively. When the controller powers up following a loss of power, the led indicator for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. It is possible that the loss of power event was perceived by the patient as the reported ¿battery charge capacity indicators were a red color instead of the usual green.¿ additionally, one (1) vad disconnect alarm was logged on (B)(6)2024 at 10:28:31, indicating a disconnection of the driveline from the controller, likely during the reported controller exchange. Review of the controller log files associated with (B)(6) revealed that this controller was not in use during the reported event and was likely used as a backup controller. Two (2) controller power-up events were recorded on (B)(6) 2024 at 10:28:12 and 10:32:38, with vad disconnect alarms subsequently recorded at 10:28:19 and 10:32:42, indicating that the controller was powered up without the driveline connected. The vad disconnect alarm cleared at 10:32:53, indicating that the driveline was connected to the controller, after which a successful motor start event was recorded. Review of the event file revealed that several settings, including the date, pump ID, and alarm limits were set on (B)(6)2024. Additionally, review of the data log file revealed that the controller was not in use prior to controller power-up events; the first data point logged on (B)(6) was recorded on (B)(6)2024 at 10:33:12, indicating that the power-up events and vad disconnect alarms likely occurred during the initial programming of the controller and/or the reported controller exchange. As a result, the reported power sources not recognized by the controllers, alarms, losses of power, and battery charge capacity indicators lighting up red were confirmed. The reported poor mechanical connection event could not be confirmed. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the momentary disconnections and associated reported alarms can be attributed to fretting corrosion of the power-source pins and/or contamination on the controller rece ptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and the associated batteries fall in scope of this CAPA. The most likely root cause of the observed contamination can be attributed to the handling of the device. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. A possible cause of the reported poor mechanical connection event could not be determined because the returned devices tested within specification and the issue could not be duplicated. Additional products: d4: serial #: (B)(6) d9: yes, return date: 24-jun-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial #: (B)(6) d9: yes, return date: on 24-jun-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial #: (B)(6) d9: yes, return date: on 24-jun-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial #: (B)(6) d9: yes, return date: on 24-jun-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial #: (B)(6) d9: yes, return date: on 24-jun-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial #: (B)(6) d9: yes, return date: on 24-jun-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.